Event description:
The customer reported that the therapy / energy select switch was faulty. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.